Event description:
It was reported by the customer the threaded stud and mount was found to be loose on the handpiece during a procedure. It was not reported how the procedure was completed, but there wasn't any consequence to the patient.

Manufacturer narrative:
Evaluation summary: the hand piece was returned with a loose mount. It was tested on a generator and an error code 5 was noted. The hand piece was disassembled, a torn acoustic isolator and evidence of moisture ingress were found in the instrument.